Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination revealed that the distal end of stent had rows of struts that were damaged with bent, flared, and overlapping struts. There was no evidence of any damage or irregularities contributing to the stent damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 05-apr-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the coronary artery. A 28x2.50 rebel stent was advanced but failed to cross the lesion. The procedure was completed with another rebel stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.